Event description:
Foley catheter inserted, balloon of catheter would not inflate with more than 1cc. Then the balloon would not deflate after several attempts by different people. Had to call a urologist in. Before the urologist arrived in the emergency department pt had pulled his own foley out, at this point the balloon was deflated. Nursing advised that the balloon was checked prior to insertion.